Manufacturer narrative:
A product evaluation was performed, the investigation of the complaint articles indicates that the: measuring of the diameter of the shaft shows conformity to the relevant drawing se_446850 rev. B. Reviewing DHR shows that raw material 60010026 round 3.2mm 316l ehr with lot 17627 was used which is specified. No manufacturing or material mistake could be detected. It is obvious that the cutting edges at the tip are completely blunt. This required extremely high forces which were applied during insertion what resulted in breakage finally. Therefore, mechanical overloading during use is the most probably cause. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a guide wire broke at the shaft during a trochanteric fracture (of the hip) procedure on (B)(6) 2015. The surgeon was eventually able to remove the broken piece by drilling into the patient¿s outside cortical bone and then using forceps. There was a five (5) minute procedural delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: november 28, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.